Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. The manufacturing process was reviewed and no inadequacies were found. No root cause could be determined as the complaint could not be confirmed. E4 was unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when applying the catheter, the nurse could not remove the inserter from the patient's skin and the adhesive also stayed stuck to the device. As a result, the patient experienced pain. No medical or surgical intervention was reported.